Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. It was reported that the customer was hospitalized for diabetes ketoacidosis. The nurse of the customer reported that the customer was under the care of the stepmother. It was reported that the infusion set of the customer was never changed. No additional information was provided.